Manufacturer narrative:
The insulin pump had a blank display and audio beep anomaly. The problem was isolated to the mother board.

Event description:
The customer called to report a frozen screen and constant tone when he attempted to access the main menu. Troubleshooting was performed and the display went blank. The customer felt uncomfortable with the insulin pump and asked to have it replaced. Nothing further was reported.